Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indciated that they were told the simulation had nothing to do with the defibrillator, but (B)(6) of the back. No steps were needed to resolve the issue. They stated that when they lay flat, it goes off, but they have gotten used to it. They stated that the issue was not resolved. They are used to the issue.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that about 4-5 days ago, they were leaning back in a recliner and their husband came up behind them and planted a kiss on them and the husband had a defibrillator in their heart. Patient stated something happened where it felt like lightning went from their back all the way down to both of their legs and it scared them very much. Patient mentioned that a couple of times later on that day they went to lay on the bed and the shocking stimulation started again. Patient said they woke up in the middle of the night thinking about it and thought maybe it had something to do with the husband's defibrillation. Patient mentioned they had not experienced the shocking since, but expressed their concerns as to if the stimulation would have an interference with the defibrillator. The patient was redirected to their healthcare provider to further address the issue. Patient stated they had spoken to their doctor regarding the issue already, but will contact them again if the shocking persists.